Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft system was implanted in the endovascular treatment of a 59mm abdominal aortic aneurysm. 4 endoanchors were also implanted due to a concern for late failure. It was reported the patient presented with a panic disorder with agoraphobia 16 days later. The panic was accompanied by associated nausea, general weakness and fatigue. Medication was provided and the event was not resolved, the patient is continuing with treatment.  As per the site the panic disorder with agoraphobia was assessed as not related to the device or procedure, the sponsor assessed the event as possibly related to the procedure, not related to the study device (endoanchor). No additional clinical sequalae was provided and the patient will be monitored.